Event description:
It was reported that when using the pyxis medstation es system that had a communication issue, meds were not crossing over for one patient. The customer reported that issue occurred when dispesning medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user had not followed the correct procedure to verify the order to send it to pyxis in the first place. The technical service engineer confirmed the issue was resolved. The orders were available on the device after the order was verified. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql. The system functioned as intended after the technical service engineer troubleshot the device.